Event description:
The event involved a tego¿ connector where the customer reported an increase in venous pressure on the machine, with an immediate interruption of flow. The event occurred during patient use, and no one was reported harmed as a result of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Investigation summary: although no photos or vides were shared, complaint can be confirmed based on failure mode description and device history record review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrective and preventative actions are in progress.